Manufacturer narrative:
Insulin pump was received with compromised forced sensor system error alarm at 4.0 lbs during prime/a33 test due to faulty force sensor resistor (gold). The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had compromised forced sensor system also his blood glucose level fell down to 48mg/dl. The customer was treated with juice to bring his blood glucose level back to normal. The product will be returned for analysis.